Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that there is no further course of action.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.